Manufacturer narrative:
Medtronic received the following information from the journal article entitled; midterm outcomes of endovascular aortic aneurysm repair with carbon dioxide ¿ guided angiography yuriko takeuchi, noriyasu morikage, yutaro matsuno, tamami nakamura, makoto samura, koshiro ueda, takasuke harada, yoshitaka ikeda, kotaro suehiro, hiroshi ito, kensuke sakata and kimikazu hamano ann vasc surg 2018; 51: 170¿176, doi.org/10.1016/j.avsg.2018.02.036. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patients for the endovascular treatment of abdominal aortic aneurysms. No additional clinical sequelae were reported and the cause of the events is unknown. It was reported on unknown dates that the following events occurred; malfunction; type ia, type ib, type ii, type iii, type v.